Event description:
Pt states that the insulin is squirting out of tubing during priming of infusion set. When pump is activated, the insulin squirts out but the flow is not measured by the pump. Malfunction was solved by changing the infusion set. Malfunction occurred prior to use.

Manufacturer narrative:
(B) (4). Eval summary: one used device was returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. The sample also failed the flow test of the tubing. Unused devices: no unused devices returned for eval. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in 2 similar complaints for the involved lot number 8200772. No relevant deviations during mfg were recorded.